Event description:
During an open gastric bypass procedure, the device fired and only one side of the staples formed. The knife cut the entire length of the cut line, but the staples did not form on the other side of the cut line. No staples and staple driver did not engage. Open incision on pouch side of the cut. There was no reported pt consequence and 1 device is being returned.